Event description:
It was reported that the user contacted support because the continuous glucose monitor (cgm) was not connected to the ilet, then connected it during the call, after which the device displayed a blood glucose of 188 mg/dl and resumed automated corrections. The elevated glucose occurred after a ¿dosing stops soon¿ period with approximately 30 minutes remaining before dosing would have paused. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution guidance provided through troubleshooting and education. Investigation included customer support review of device status, confirmation of cgm connection, and education on dosing behavior when cgm connectivity is absent and when ¿dosing stops soon¿ occurs. Investigation of this case revealed that the device functioned as designed once cgm data were received and that the transient hyperglycemia was consistent with reduced automated dosing during cgm disconnection. It was concluded, based on previously established findings for similar reports, that the cause was use-related interruption of cgm connectivity leading to temporary reduction in automated dosing, with device performance operating as intended after reconnection.